Event description:
The following details were reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment of a zone 9 abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprosthesis. Post deployment of the contralateral leg (plc121200/28678193) it was determined the right hypogastric artery had been unintentionally covered due to spasms from the right external iliac artery having been small (maximum 9mm diameter) and we couldn't see clearly. The physician ballooned the graft and when they ballooned the distal end of the right side, we ruptured the right external iliac artery just below the origin of the right internal iliac artery with a gore® molding and occlusion balloon (mob) catheter. The cause of the rupture is thought to have been due to the vessel diameter coupled with over inflation of the mob. At this time the patient¿s pressure was not stable and the treated the rupture with 2 gore® viabahn® (vbx) balloon expandable endoprosthesis and extended coverage down to the femoral head. As the patient was still unstable the physician suspected a bleed in the hypogastric artery they ligated the right hypogastric artery. The patient became stable and the procedure was concluded. Blood loss was reported to be around 5 liters however the patient was not transfused.

Manufacturer narrative:
B7: patient medical history includes but is not limited to: hyperlipidemia, hypertension, coronary artery disease, history of traumatic brain injury, previous stroke. D10: patient medications include but are not limited to: cymbalta, xalatan, nasonex, cozaar, restoril, topamax, lipitor, vitamin d3voltaren, zetia, arava, claritin, zofran. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.